Event description:
Boston scientific received information that during a change out procedure the right ventricular (rv) and left ventricular (lv) setscrews were stuck. Boston scientific technical services (ts) discussed different techniques with the local sales representative. This device has been successfully explanted, however it is unknown at this time if the stuck setscrew issue was resolved. No adverse patient effects were reported. Additional information received from the local sales representative states that this procedure was being performed to remove this device for normal battery depletion. The physician had to use an electric saw to cut the header and push the leads out. No adverse patient effects were reported from this procedure.

Manufacturer narrative:
This device has been explanted for normal battery depletion. Should additional information become available this investigation will be updated.

Manufacturer narrative:
The device returned for setscrew issue. Upon receipt at our post market quality assurance laboratory marks were noted on the casing of the device. The back of the header was cut off and the rv connector block was missing. A wrench tip was broken off in the rv hex slot and the setscrew was against its retainer ring. Body fluid contamination noted in the lv seal plug cavity. All other setscrews moved freely and operated normally. The bending of the retainer ring would suggest that excessive force was used to retract the setscrew. The broken wrench tip could not be removed. The device counter and therapy history revealed that the device was able to deliver therapy prior to explant. Analysis testing confirmed the field reported of stuck setscrew issue. The device meets specification for normal battery depletion, electrically.